Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum performed on (B)(6) 2017. According to the complainant, during procedure they noticed that the sponge was missing and fell into the scope. They attempted to get the sponge using a biopsy forceps but that was unsuccessful. They were able to retrieved the sponge using a cleaning brush. The procedure was completed with another with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.